Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. The reported issue with failing pre-use check test has been confirmed during evaluation of the received problem description and service report. The ventilator was investigated on site by our field service engineer who found out that pressure transducer circuit boards were defective and were replaced. After replacement of the defective pressure transducer circuit boards, the ventilator functioned properly and was cleared for clinical use. The replaced part was not returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).